Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had pain in his foot after a trial procedure. It was believed that the pain would increase only when device was turned on and would lessen some when device was turned off. The leads were pulled. No device malfunction was suspected.

Event description:
A report was received that the patient had pain in his foot after a trial procedure. It was believed that the pain would increase only when device was turned on and would lessen some when device was turned off. The leads were pulled. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.